Manufacturer narrative:
Patient height reported as 63 inches. (B)(4). Implanted in april 2017. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) procedure sometime in april 2017 for treatment for a left distal femur condyle fracture. Patient is also a double amputee below the knee. Patient was implanted with one (1) 4.5mm cannulated screw partially threaded 64mm screw, one (1) 4.5mm cannulated screw partially threaded 72mm and one (1) 10.0mm washer. On an unknown date, post-operatively, patient reported of leg discomfort when wearing her leg prosthesis. On an unknown date, it was observed that the implants had backed out of the bone. On (B)(6), 2017, surgeon removed all implants and closed the wound. Patient was not implant with any other internal devices. It was reported that no fragments were generated during implant removal. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant device reported: 10.0mm washer (part #: 219.91, lot # unknown, quantity 1). This report is for one (1) 4.5mm cannulated screw partially threaded 64mm this is report 1 of 2 for complaint (B)(6).